Event description:
The customer reported that while the unit was in use on a pt, the unit generated a "battery in use" alarm while connected to alternating curent power. The battery charging led was illuminated. The pt was switched to another unit and therapy was continued. No pt injury was reported.